Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hals nephrectomy procedure, the blade of the device was broken, there was no attachment to any other hard material during activation of harmonic. Surgery was prolonged two minutes. Another device was used to complete the case. There were no adverse consequences to the patient.